Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during removal of the lead because of infection/pocket erosion, the lead helix mechanism was not able to be retracted. No further patient complications were reported as a result of this event.